Event description:
It was reported that, this electrode exhibited noisy signals oversensing in the sense b. The technical services (ts) performed troubleshooting and indicated that there is a suspected mechanical integrity issue in regards electrode body. The ts recommended to perform a high-quality x ray and the device was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.